Event description:
It was reported patient was not getting effective coverage of pain relief and troubleshooting was unable to solve the issue. As such, surgical intervention took place, where the lead was explanted and replaced. Reportedly, effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.